Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the nail fractured above the distal locking hole. It happened eighteen months after surgery. It was reported the nail was originally implanted in (B)(6) 2012 and was explanted in (B)(6) 2014. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that: no product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in may 2012 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. In this relation it can be pointed out that based on the provided information the nail was implanted 18 months, which is a long time in case of complications during the healing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Event date: unknown. Additional product code: hwc. Implant date: (B)(6) 2012. Explant date: (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.